Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported the patient was on impella cp smartassist support and during support, the patient had multiple cerebral infractions. The cause of the cerebral infractions is unknown. The patient was on impella support for 465.25 hours before the patient expired. The patient was made do not resuscitate (dnr) due to having the cerebral infractions. The cause of death was the patient's dnr and multiple organ failure. Due to the impella being an unknown factor in the cerebral infractions that led to the dnr, there is a possibility that the impella was potentially related to the cause of death.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported stroke/cva has been completed. The impella device was not returned for evaluation. Additionally, clinical details were not sufficient to determine a root cause. Therefore, the root cause of the reported stroke could not be determined.